Manufacturer narrative:
It was reported that the patient suffered a dislocation of their hip implant. Revision surgery occurred on (B)(6) 2021 where a liner exchange and head exchange was performed. There were no loosening of components discovered. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient suffered a dislocation of their hip implant. Revision surgery occurred on (B)(6) 2021 where a liner exchange and head exchange was performed. There were no loosening of components discovered.